Manufacturer narrative:
(B)(4). D4: this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: associated medical devices: ringloc bi-polar 28 x 44 mm; item# 11-165212; lot# 65737018 28 mm mod hd std neck tp1 taper; item# 163662; lot# j7705882. G2: foreign: the netherlands. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k050441. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five weeks following a right-sided hemiarthroplasty, the patient died to to unspecified causes. Attempts have been made and no further information has been provided.